Event description:
Per the clinic, patient experienced infection at the abutment site (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.